Manufacturer narrative:
The returned reciproc file r25 8/100 25mm 025 is broken in the active part (mixed conditions torque + fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that two reciproc files broken during use. The separated piece could not be retrieved and was incorporated into the filling.